Event description:
The customer reported to olympus that the 4k autoclavable camera head, when connecting to the scope, the image was blurry and undefined. The issue was found when preparing the scope for use in a diagnostic urology procedure. The procedure was delayed about 15 minutes due to troubleshooting and changing the equipment. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following; the rear packing was perished. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.